Event description:
The hearing aid (h/a) user complained to the h/a dispenser of a missing wax guard. The wax guard was in the pt's ear. The dispenser recommended an over the counter ear wash. The pt used this method and removed the wax guard. There was no injury, no redness, no swelling or no drainage.